Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added b5, d9,h3, h6 and h10: additional products: expiration date: 31-aug-2019 / serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 08-aug-2018 expiration date: 31-dec-2018/ serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 31-dec-2017 expiration date: 31-dec-2018 / serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 31-dec-2018 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported while the patient was in the operating room (or), the healthcare professional discovered that the driveline had a fracture near the vad, which they presumed the cause for the electrical fault, vad stop, and inability for the vad to restart.

Manufacturer narrative:
Update to a5 patient race and ethnicity update to b5 event description update to h6 patient code investigation has been reopened and a supplemental report will be submitted upon completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent anticoagulation medication adjustment and had elevated lactate dehydrogenase (ldh). The patient experienced a stroke that resulted in altered mental status and was diagnosed via computed tomography (CT).

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad was returned for evaluation. The controllers were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. The reported driveline fracture event was confirmed via visual inspection which revealed that the black wire was broken from the header. Post-explant functional analysis on the returned pump could not be performed due to the driveline wire break. Dimensional verification of the pump revealed that the front preload, front housing disc curvature, and rear housing disc curvature were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Review of log files was not performed since log files were not available for analysis. As a result, the reported electrical fault alarms, vad stop, and pump failure to restart events could not be confirmed. A possible root cause of the reported electrical fault alarm may be attributed, but not limited, to driveline wire damage and/or contamination by foreign material of the driveline connector. A possible root cause of the driveline wire break may be attributed, but not limited, to handling issues. Possible causes of the vad stop may be attributed to multiple factors including but not limited to driveline disconnection, controller failure, or pump failure. An internal investigation was created to further investigate failures of the pump to restart. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to h6:eval code conclusion (fdc/annex d) and h10 product event summary. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Three (3) controllers ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. The reported driveline fracture event was confirmed via visual inspection which revealed that the black wire was broken from the header. Post-explant functional analysis on the returned pump could not be performed due to the driveline wire break. Dimensional verification of the pump revealed that the front preload, front housing disc curvature, and rear housing disc curvature were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Review of log files was not performed since log files were not available for analysis. As a result, the reported electrical fault alarms, vad stop, and pump failure to restart events could not be confirmed. Additional information r eceived indicated that the patient experienced a stroke that resulted in altered mental status and was diagnosed via computed tomography. Per the instructions for use, stroke is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the reported electrical fault alarm may be attributed, but not limited, to driveline wire damage and/or contamination by foreign material of the driveline connector. A possible root cause of the driveline wire break may be attributed, but not limited, to handling issues. Possible causes of the vad stop may be attributed to multiple factors including but not limited to driveline disconnection, controller failure, or pump failure. An internal investigation was created to further investigate failures of the pump to restart. (B)(6) was not in scope of fca cvg-21-q3-21. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: unk, serial #: unk, UDI #: asku. Device available for evaluation: no. Device manufacture date: unk. Labeled for single use: no. (B)(6). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: unk, serial #: unk, UDI #: asku. Device available for evaluation: no. Device manufacture date: unk. Labeled for single use: no. (B)(6). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: unk, serial #: unk, UDI #: asku. Device available for evaluation: no. Device manufacture date: unk. Labeled for single use: no. (B)(6). Additional information has been requested regarding the controller serial numbers, but these were not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting an electrical fault alarm associated with one controller. A controller exchange was performed and the patient experienced a vad stop. Another controller exchange was performed and attempts to restart the vad were unsuccessful. The patient was taken for an emergent vad exchange. No further patient complications have been reported as a result of this event.